Manufacturer narrative:
The last calibration was performed on (B)(6) 2020 and there were no calibration alarms. Quality controls were within range, showing no indication of a reagent or instrument performance issue. Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs stat assay on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The sample initially resulted with a troponin t value of 4.61 pg/ml. The sample was repeated twice, resulting with values of 6.26 pg/ml and 5.34 pg/ml. The 5.34 pg/ml value was reported outside of the laboratory. The troponin t reagent lot number was 41679701, with an expiration date of 30-nov-2020.